Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported type iiib vs type ii lumbar endoleak was unconfirmed. There was visible contrast into the aortic sac on the first angiogram video provided; however, it was not possible to differentiate between a type iiib vs type ii endoleak of the lumbar artery. The distal aorta where the endoleak was observed was in the area where the lumbar artery was visible on the pre computerized tomography scan. The final angiogram video provided demonstrated resolution of the endoleak. Additionally, there was also thickened calcifications in the distal aorta. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be good. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: d4: lot expiration date/UDI - updated. H6: device code ¿ remove 3190. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2". Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Reportedly, an intraoperative type iiib endoleak was observed. The physician elected to reline with another bifurcated stent graft and the iiib endoleak was resolved. Also a type ii leak (non-device related) was observed at the end of the procedure. The patient was reported as doing well.